Manufacturer narrative:
Device not returned for evaluation

Event description:
Peripheral case with physician. Super calcified vessel. Couldn't get anything to cross. Crossed with a wire. No balloon would cross to exchange for wire. Tried turnpike. Wouldn't cross. Ended up getting wire passed lesion. Used a micro catheter and it wouldn't even cross. He tried a turnpike spiral and it got stuck and the tip came off. Contacted and discussed with the circulator, the patient had coded (coded during the case due to a dissection caused around the arch nothing to do with turnpike or its use) and they got him back so they didn't get a chance to retrieve the tip. He didn't think it was the catheters fault. They believe the patient had a retro peroneal bleed additional details: cath lab manager stated they are keeping the device and sending it to their risk management per protocol. I spoke to (B)(6) who was scrubbed in, he said physician kept torquing it over and over again. It was requested to go back the other direction and back out but he had already torqued it too many times resulting in the tip breaking off. They tried to retrieve it but in their attempt, the patient developed a retro bleed and they had to abort. No current status of the next steps to be taken with the patient. The tip of the catheter was left in the patient for now.